Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that it was not possible to determine in the procedure what the device's failure was. No damage was observed. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU).

Manufacturer narrative:
Product analysis # (B)(4): equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361) . As found condition: the pipeline vantage was returned inside the outer carton, biohazard bag and shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The braid's distal, middle, and proximal were opened and frayed. The pushwire appeared to be kinked and bent at 6.0cm to 11.0cm from the distal tip coil. No defects were found with the tip coil, distal marker, re-sheathing marker, advanced resheathing mechanism, or proximal bumper. No other anomalies were observed. Testing/analysis: n/a conclusion: based on the returned device, the customer complaint was not confirmed as the braid's distal, middle, and proximal were opened and frayed. However, the cause of the failure to open could not be determined. Possible causes of the failure to open include vessel tortuosity, damaged braid, or user deploying braid in vessel bend. The customer reported that the vessel tortuosity was moderate, ruling out the vessel tortuosity as a potential cause. In the event, the damaged braid and user deployed the braid in the vessel bend may have contributed to the failure to open. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. The customer report of the resistance was confirmed, as the braid and pushwire was damaged. Possible cause of the resistance includes the lack of continuous flush with heparinized saline during delivery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID (lot: unknown); product type: ; implant date ; explant date .medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat an unruptured saccular aneurysm located at the anterior communicating artery, filled by the right anterior cerebral artery a1 - a2, there was a failure to open the pipeline vantage flow diverter device. The middle and distal sections of the pipeline did not open, and it was positioned in a bend in the middle section. The pipeline was resheathed more than two times and was eventually removed from the patient after being partially trapped in the hub of the microcatheter. The aneurysm had a maximum diameter of 2.7 millimeters and a neck diameter of 2.3 millimeters, with a distal landing zone artery size of 2.57 millimeters and a proximal size of 2.65 millimeters. The vessel tortuosity was moderate. Dual antiplatelet treatment was administered, consisting of clopidogrel and acido acetil salicilico. Angiographic results post-procedure were very good, with the device completely attached to the vessel wall without images of thrombi or other complications. The procedure was completed with the use of a second, shorter flow diverter, pipeline vantage 2.75x14, which did not present any problems during release, and the patient woke up without complications. Ancillary devices: sheath phenom plus guide catheter neuron max 6fr - 088 - 80 cm, microcatheter phenom 21 x 160 cm, guidewire microvention - traxcess -0.014" - 205 cm.